Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Led light faulty.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on the (B)(6) 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and that it had performed all weekly auto self-tests up to the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to a low battery. Information from the history log shows a significant drop in voltage from the previous successful self-test. No further log entries were recorded. The returned pad-pak was inserted into the device and failed to power on. A test pad-pak was inserted into the device and passed a self-test during a manual power cycle. All leds operated as normal throughout. Significant direct pressure was required to power the device on/off via the on/off button, this indicates a fault. A child patient prompt was given at start-up, this indicates a fault. No warnings were given at shutdown and the status led continued to flash green. The pad-pak was disassembled to investigate the battery cells. Upon visual inspection, evidence of corrosion was observed on the welded metal tabs between the cells. The device was disassembled to investigate. Corrosion was also found on the membrane tail and on/off button of the device. The membrane was replaced with a known good membrane and a test pad-pak was inserted into the device. The device power on normally via the on/off button and passed a self-test during a manual power cycle. A child patient prompt was given at start-up, this indicates a fault. No warnings were given at shutdown and the status led continued to flash green. This would indicate the functionality of the returned membrane had been impaired due to the corrosion. The reed switch was investigated, a test magnet was waved across the reed switch with only a slight fluctuation in resistance measured indicating the component contacts were failing to switch position correctly. This would indicate a failure of the reed switch. The reed switch is activated by an applied magnetic field. The switch contacts are normally open until a magnetic field is applied, which then closes the contacts. When the contacts are closed, the device activates pediatric mode. An adult pad-pak does not contain a magnet therefore does not activate the reed switch. A pedi-pak does contain a magnet and therefore activates the reed switch causing the device to enter child patient mode. The reed switch was replaced. The device was then power cycled multiple times with an adult pad-pak, and again with a paediatric-pak installed. The device gave the correct prompts on each occasion. This would confirm a failure of the reed switch. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.